Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer stated that the tubing was primed with saline and while attaching a secondary line to the top port, the tubing separated and leaked at the 78¿ port. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection showed that the tubing was completely separated from the proximal smartsite inlet port below the check valve. Examination under magnification showed that both sides of the tubing had insufficient solvent applied at the engagement. Fluid was leaking from the separation. No functional testing was deemed necessary. Dimensional analysis was performed and the set was measured to be within specification. The root cause of the event was a manufacturing issue due to insufficient solvent being applied.